Event description:
Follow up information indicated that the physician did not use the end cap part but instead clip the connection block from the percutaneous extension. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a lead end cap was used and it appeared to have caused damage to the lead. It was believed that the angle position of the end cap caused the problem. The patient was implanted bilaterally and no other intervention was necessary. The leads were successfully implanted. It was not clear if the apparently damaged lead was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead, when the lead cap is used in the implant procedure.